Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default FDA notified?: the initial reporter also notified the FDA on (date) via medwatch # mw5104047. Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd q-syte vial access adapter leaked. The following information was provided by the initial reporter: "patient said that the last time she received vial adapter q-style from our pharmacy the adapters leaked every time she inserted them into the veletri vial and would tum the vial upside down to draw the medication out of the vial. "